Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture on the atrial channel. A revision procedure was performed and efforts to reposition the atrial lead were unsuccessful as the helix would not extend. The lead was visualized using fluoroscopy and did not appear to be damaged in any way. The physician did not think that the device had anything to do with the clinical observations as the connections appeared appropriate. The lead was removed from service and replaced.the device remains in service. No additional adverse patient effects were reported.